Event description:
It was reported that the patient experienced phrenic nerve stimulation. Later, the patient presented with a pseudo-fused rhythm, and dislodged left ventricular (lv) lead. A no-capture condition was observed with the lv lead. The lv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7121 st jude lead implanted: (B)(6) 2011; dtba1d1 ICD implanted: (B)(6) 2014. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).